Event description:
It was reported that a device check revealed low pacing impedance warnings that were triggered for the right ventricular (rv) lead and right atrial (ra) lead. The rv and ra leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator (ipg) implanted: 2011 (B)(6). (B)(4).